Event description:
It was reported that pump displayed a malfunction code. There was no adverse impact to the customer's blood glucose level. Customer, with assistance from technical support, successfully reset pump using provided instructions, after which malfunction did not recur, and customer was advised to continue using pump and to call back if issue returned.